Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 300 mg/dl after approximately 5¿24 hours of pod wear. It could not be confirmed whether the cannula was properly inserted into the skin at the infusion site during wear despite multiple good-faith efforts for additional information. Upon removal of the pod, the cannula was found to be bent. It was further noted that the patient was at the hospital when the event occurred. The reason for the hospital visit was not reported, and it is unclear whether the patient was at the hospital due to elevated blood glucose levels; however, it was confirmed that the patient did not require medical assistance related to this event. The pod was retained by the hospital and is not available for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.